Manufacturer narrative:
The microtip is labeled for single use. "No" had originally been selected. The device was received for complaint evaluation by the manufacturer. The customer reported that the tip fell out. Needle separation was confirmed upon receipt of the handpiece. The needle was not returned alongside the microtip for inspection. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The cause of the failure was determined to be a material defect.

Event description:
Per the information provided, toward the end of the procedure the doctor went to pull the microtip out of the patient and while pulling out the tip the needle fell out. There was no harm or injury to the patient caused by the failure. Another microtip was used to complete the procedure.

Manufacturer narrative:
The device has not been received by the manufacturer. Upon receipt and evaluation a supplemental report will be submitted.

Event description:
Per the information provided, toward the end of the procedure the doctor went to pull the microtip out of the patient and while pulling out the tip the needle fell out onto the floor. There was no harm or injury to the patient caused by the failure. Another microtip was used to complete the procedure.